Manufacturer narrative:
No patient code assigned. Device code from previous report remains the same.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised for liner dissociation. Time to revision was 103 months components not revised: dynasty(r) shell product ID : dxxxgg58 lot ID: not indicated. A-class(r) femoral head product ID: 38xx42xx lot ID : not indicated. Additional information: indication for surgery was osteoarthritis. Bmi: 35.